Event description:
A malfunction on the pump was reported by a caller. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided information on how to reset the pump and assisted the caller with the reset process. The malfunction code did not recur after resetting, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurs and acknowledged the instructions.